Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) did not respond to a donut magnet that was applied to the patient due to palliative measures being taken. Device detection were programmed off and the device remained in the patient. The patient died at a later date in a manner unrelated to the device system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.